Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implanted cardiac monitor (icm) was explanted and replaced due to pocket erosion. The patient was in good condition after the procedure.